Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n763475004, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a business partner regarding a patient who received gabalon (unknown concentration, 340mcg/day) in an implantable pump for cerebral palsy. The patient medical history and concomitant medications were unable to be obtained. Prior to implant, the patient experienced a herpes infection on their abdomen. The issue was considered to not impact the implantation operation. Infection (also reported as skin infection) was observed around the implant site with an onset date of (B)(6) 2018. Antibiotic treatment was immediately started. Antibiotic treatment was continued, but the infection was recurrent ("improved and worsened repeatedly"). It was indicated the patient did not recover. On (B)(6) 2018, effusion from the abdomen increased and the infection worsened. The physician made the decision to remove the pump. In preparation for explant, decrease in drug dose (decreased dose to 12.8mcg/day) began and the physician addressed withdrawal symptoms, on (B)(6) 2018. The expected explant date of the infusion system was (B)(6) 2018. The physician's assessment indicated the patient had delicate skin and was easy to be infected. There was considered to be a causal relation between the adverse event and the itb therapy possibly (pump and/or implant procedure). No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The attending physician's assessment indicated that the infection was not due to the pump, but then stated the infection occurred after the pump implantation, so it was considered that there was a causal relation between the adverse event and the itb therapy. The event was considered causally related to the pump, and not causally related to the drug, catheter, programmer, or surgical procedure. The classification of severity of the event was serious.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The infusion system would not be returned. It was unknown if any diagnostics were performed. It was not reported what specific withdrawal symptoms the patient experienced. It was undetermined if the system would be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump and catheter were removed on (B)(6) 2018. Drainage was started on the same date. On (B)(6) 2018, no effusion was observed; drainage was removed. On (B)(6) 2018, no infection site was found. The outcome of the event was considered recovered.